Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had recently been experiencing high blood glucose levels. Blood glucose level was 259 mg/dl at the time of the call. During troubleshooting, customers wife reported that ari bubbles were present in the insulin pump's reservoir. Customer's wife was able to prime the air bubble out. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.